Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 3006705815-2022-18160 and 1627487-2022-06302. It was reported the patient¿s lead migrated and fractured. The lead remains implanted and there is not a plan to remove it currently.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.